Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an alert due to high impedance on the pace/sense portion of the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was also reported there was an impedance rose over four months from an average to high impedance.